Manufacturer narrative:
The complaint was received and forwarded on to the manufacturing facility for investigation. A review of the manufacturing device history record could not be completed since a lot number was not communicated. No sample was received however according to the information provided; assignable root cause is related with end user¿s lack of knowledge on how to use the product during a procedure. However, we confirm that our finished good product contains an instruction for use that illustrates the order how flex liners are set up. The flex advantage instruction for use provides the procedure regarding set up of the device including pictorials on how product is set up. Based on the investigation, we have concluded that the medi-vac flex advantage liners are free of defects or functional problems. As a preventive action, the customer will be provided with a copy of the instructions for use. According to the instruction for use (IFU) set up section. ¿twist and fully extend the liner (figure 1). Insert the liner into reusable hard canister. Press down firmly on the lid to ensure proper seal (figure 2). Connect the vacuum tubing to port a. Connect the patient tubing to port b. Turn on the vacuum supply. Press firmly the capped ports.

Event description:
During emergency aspiration, shut off valve got blocked while canister was not fixed on hardware support causing non-functional unit. Another system was used from serres company - no consequence.